Event description:
During installation of the centrifugal system, it was noted that the centrifugal battery unit could not be properly attached. An alternate device was employed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in process, but not yet concluded.